Event description:
Rptr alleged the pt received a result of 116 mg/dl on inform system 1 back to back with a result of 30 mg/dl on the lab system when testing was performed within 10 mins. Rptr stated that an additional comparison was performed 20 mins later when a result of 121 mg/dl was obtained on the same pt using inform system 2. Within 10 mins of that result, another result of 105 mg/dl was obtained on inform system 1 and a result of 32 mg/dl was obtained on another professional system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 2.